Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between supply line of a homechoice cassette and solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell. The patient was connected at the time of the alarm. During troubleshooting, the caregiver (cg) stated that the supply bag had become disconnected from the supply line. They had not seen any damage to the supplies and the connections had seemed normal and secure. The renal therapy service agent (rtsa) advised the cg they would need to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.